Manufacturer narrative:
(B)(4). The customer did not retain a record of the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The size 8.0 tracheostomy tube was placed in the patient on (B)(6) 2016. During insertion, the right side of the flange became disconnected from the tube. The physician was able to reconnect the flange by snapping it back into place, the tube was secured via sutures and foam trach ties. On (B)(6) 2016 the bedside nurse found the flange was securely sutured to the neck, but the tube was not connected to the flange. The bedside respiratory therapist attempted to reattach the flange but was unsuccessful. The tracheostomy was removed and a tube exchanger was placed insitu which resulted in profuse bleeding from the stoma. The physician was unable to reinsert the tracheostomy tube. Instead, a size 6.0 endotracheal tube was placed into the patient's stoma over the tube exchanger and secured. The patient was taken to surgery to control bleeding and to reinsert tracheostomy tube. The patient 's current status was reported as stable. The tracheostomy tube was discarded by customer.